Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery cap contact. The insulin pump had normal operating currents and no unexpected battery alarms or blank display was noted with the test battery cap. The insulin pump had minor scratches on the display window, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a failed battery and the insulin pump is not working. Customer also states that there is a blank display. The blood glucose is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.